Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 -3.00/1.5/104 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 lens was exchanged with a same length/opposite toric axis lens due to excessive vault. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -3.00/1.5/104 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a shorter length lens due to excessive vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.